Event description:
It was reported that during a therapeutic stone retrieval procedure, the sheath of this basket detached outside of the pt. The procedure was completed successfully with another basket with no pt complications.

Manufacturer narrative:
This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope. "However, we are unable to determine the relationship between the device and the cause for this event.